Event description:
It was reported that the insulin pump had fallen into the ocean and been exposed to moisture. The blood glucose reading was 346 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window, broken reservoir tube lip, and cracked battery tube threads. No moisture damage was noted on the motor or electronic assembly during the visual inspection.